Event description:
A caller reported experiencing occlusion alarms. The customers blood glucose level was 450 mg/dl. Technical support instructed the customer on various steps to troubleshoot the occlusion issue and to disconnect and adjust the pump tubing and cartridges, ultimately leading to successful completion of a bolus and resolution of the alarms. The customer was advised to replace supplies as needed and continue with their insulin regimen.